Manufacturer narrative:
The technician found the head end casters worn and not holding firmly. The technician replaced the head end brake casters to resolve the issue.

Event description:
The account alleged that the brakes at the head end of the stretcher seemed loose. No patient impact.